Manufacturer narrative:
(B)(4). Batch # n91f7g. The analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. 15 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure no clips would load and when the customer removed the device from its packaging, the indicator on the back of the device was orange, indicating that all the clips had all been used. Procedure was completed with another device of the same product code. There were no patient consequences reported.